Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving lioresal via an implanted pump. The patient¿s medical history included intractable spasticity. The indication for pump use was spinal cord injury/spinal cord disease and intractable spasticity. On (B)(6) 2018 it was reported that the pump pocket incision did not heal. A wound formed, and the pocket became infected. There were no environmental, external, or patient factors that may have led or contributed to the issue. Explant of the devices was scheduled for (B)(6) 2018. The issue was not resolved at the time of the report. The patient status was reported as ¿alive ¿ no injury¿. It was indicated that the hcp had no further information regarding the event. Additional information was received on (B)(6) 2018 which indicated the devices were successfully explanted on (B)(6) 2018. No further complications were reported/anticipated.